Manufacturer narrative:
Batch review performed on 12 october 2020: lot 177385: (B)(4) items manufactured and released on 01-mar-2018. Expiration date: 2023-02-08. No anomalies foundrelated to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability. The cause of the instability is unknown. 1 year and 2 months after primary the surgeon revised the gmk-spheretibial insert - flex s2l - 14 mm with a gmk-spheretibial insert - flex s2l - 17mm. The surgery was completed successfully.